Event description:
N/a.

Manufacturer narrative:
The reported leak was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and a cause for the reported leak could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a leak. It was reported that during preparation of the steerable guide catheter (sgc), when the dilator was pulled into the sheath, loss of fluid column was observed. A second attempt was made to pull the dilator; however, loss of fluid column still occurred. The sgc was not used in the patient and the procedure was successfully completed with a new sgc. Then during preparation of the clip delivery system (cds), when the gripper functionality was tested, the second gripper would not go down. A second attempt was made to try to lower the grippers, but the second gripper would still not lower. The cds was not used in the patient and the procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.